Event description:
It was reported that upon taking the suction irrigator out of the laparoscopic part, it snapped at the connection site where the tip is attached to the tubing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that upon taking the suction irrigator out of the laparoscopic part, it snapped at the connection site where the tip is attached to the tubing.

Manufacturer narrative:
The product was not received for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: snapped at the connection site where tip is attached to the tubing probable root cause: material/design error, excessive user force, severe shipping conditions, disposable tip rubbing against product, user error. The reported failure mode will be monitored for future reoccurrence.